Manufacturer narrative:
Event description: as reported, during a retrograde intrarenal surgery of the left kidney, an ngage nitinol stone extractor was unable to remove the stones when the basket was placed. The basket was withdrawn and found the wire of the basket was broken. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional test of the returned device were conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One used ngage nitinol stone extractor was returned in an open package with label. The returned device was found to have a broken basket wire. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. A review of relevant manufacturing and quality control documents was conducted. All extractors are inspected for damage and verified to assure the basket is intact and opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU provides the following information: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Important: excessive force could damage device. Cook confirmed the complaint based upon the evaluation of the returned device. No details related to the procedure were known, therefore, based on the available information the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a retrograde intrarenal surgery of the left kidney, an ngage nitinol stone extractor was unable to remove the stones when the basket was placed. The basket was withdrawn and found the wire of the basket was broken. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patients body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.